Manufacturer narrative:
The suspect device, the wang transbronchial histology needle is a 19 gauge transbronchial aspiration histology needle for use in the central bronchial region. The needle is indicated for puncture of the tracheobronchial wall to aspirate sufficient tissue and/or cell specimens to stage bronchial carcinoma. DHR/lhr, device history record/lot history record, review verified that this lot of wang histology needles was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. There is a tda associated with this lot however the tda is not associated with the failure mode of detached needle. The tda decreases the sterilization expiration period from 5 years to 2 years due to a component (silastic tube) that exceeds the supplier recommended expiration dates. Proper manufacturing procedures including testing and inspections were performed during manufacture to prevent non-conformances regarding the product's identity, quality, safety, effectiveness and performance. A twenty-four (24) month review of the customer complaint history for the wang needles, minor 6820, shows one additional incident related to the needle detaching from the device. The end-user facility is refusing to return the needle back to conmed corporation for evaluation. The end-user facility intends to send the needle to a third party authorized by china's equivalent of the FDA for a private investigation. The complaint device is not available for a quality engineering evaluation. The reported failure mode cannot be confirmed and the root cause cannot be conclusively determined without examination of the suspect device; therefore, this complaint is inconclusive. It was reported, "inside needle broken and left on the biopsy site when the doctor retract the needle after complete the suction. The doctor used foreign body forceps to pick up the needle the needle fall off at the site of the hypopharynx and went to the digestive system." The patient received a CT scan ((B)(6) 2014, day of event) after the needle was dropped into the intestinal tract upon an unsuccessful attempt to retrieve the device fragment from the bronchial tree. The CT scan confirmed that the needle was in the intestinal tract. The patient was then given a laxative to attempt to purge the needle out of the intestinal tract; however, the needle did not pass out of the patient's system. On (B)(6) 2014, the patient received a colonoscopy in order to retrieve the needle from the intestinal tract. The complaint investigation has not identified or confirmed any manufacturing defects associated with the suspect device; therefore, corrective action is not recommended at this time. Conmed is considering this complaint closed. Not being returned to conmed corp.

Event description:
It was reported, "inside needle broken and left on the biopsy site when the doctor retract the needle after complete the suction. The doctor used foreign body forceps to pick up the needle the needle fall off at the site of the hypopharynx and went to the digestive system." This is being reported due to a unretrieved device fragment.